Event description:
Reporter reported that the breathing circuit had no connection for the proximal line.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare.. The product is not sold in USA bit is similar to a product which is sold in the USA. The returned complaint device was visually inspected. Results & conclusions: "incorrect y-piece assemble" for details of failure investigations. Unfortunately this report was inadvertently omitted form the retrospective summary report 9611451-2007-00013 under exemption.